Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 838c22. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60d partially fired 1/10 reload present and the reload had damage on reload deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 838c22, and no non-conformances were identified.

Event description:
It was reported during a lap anterior resection, when surgeon closed the jaw and ready to fire, he found that the firing trigger is locked and cannot fire. He then open the jaw without the need to press on the knife reverse button. Finally, he dismissed the device and replace with another stapler. Both the stapler and the reload are collected for inspection. No patient consequences were reported.